Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that while a sternotomy was being performed in preparation for heart transplant, both the outflow graft and percutaneous lead were severed while the pump was running. CPR was initiated in the operating room and the transplant was completed.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.